Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. Identifying information, such as the part number or lot number of the plate was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During post-market surveillance activities paragon 28 became aware that a paragon 28 gorilla plating system plate was implanted in order to revise a previous surgery. The gorilla plating system plate broke post-operatively and was removed from the patient.